Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular (rv) oversensing due to noise leading to pacing inhibition was observed on the lead. The patient was pacer dependent and was asymptomatic. The rv lead was capped, and a new rv lead was implanted on (B)(6) 2020. The patient was stable prior to and during the procedure.